Manufacturer narrative:
The technician found the shoulder bolt that secures the top of the gas spring was loose. He retightened the shoulder bolt and trendelenburg functioned properly.

Event description:
Info received indicates, the bed will only go half way into the trendelenburg position.